Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up arrow requires multiple presses. It is getting worse and is requiring more presses. The keypad is reportedly intact. The pump is worn in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. The down arrow keypad was found not have normal spring back or click. The ok and contrast button responded to button presses as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.